Event description:
Per the clinic, the patient experienced non-auditory sensations and did not receive any benefits, which resulted in discontinuation of device use. The device was subsequently explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report.